Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, corroded battery tube, end cap broken off and broken battery tube threads. Unable to performed displacement test or verify the compromised force sensor system alarm due to end cap broken off and the customer glued the end cap noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 193mg/dl at the time of the incident. Customer states that drive support cap was cracked. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instructions. The insulin pump will be returned for analysis.